Manufacturer narrative:
(B)(4). Information was not provided by the contact. Additional information was requested and the following was obtained: the device did deliver staples across the bronchus and they were completely formed. The load used was black. Ecr60t. The device also cut well but the blade did not return. Buttressing was not used and the physician and staff made no comment on sounds or force to fire. There was no patient consequence or change to post op care.

Event description:
It was reported that during a lobectomy procedure, the device was fired across bronchus. The surgeon said blade cut all the way through but blade never returned to home position, so device jaws could not be opened. A new device was opened and the battery was taken from new device and placed in first device that would not open. The blade was then able to be returned on first device and jaws of device were opened. The new battery was then removed and placed back in the new device. The case was completed with a "manual" echelon. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis found that one pse60a device was returned in good visual condition and with an ecr60t partially fired 1/16 loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home automatically as intended. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.